Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultramini meter would not power on. The pt indicated that the alleged meter issue started on the day of event at an unspecified time. At 7:50 am that same day, the pt took his usual dose of 25 units of humalog insulin. Four hours after the alleged issues began, the pt claimed that he developed symptoms of sweating. It would have been helpful to know the following info: the pt's testing frequency, his medication and diabetes management regimens, what time the alleged meter issue began, and what actions the pt took before the after the symptoms developed. The pt did not have a replacement battery for troubleshooting the alleged meter issue. The test strips and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.